Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The investigation included a customer site visit by abbott field service, a review of the customer provided information, complaint and internal information, and information in the architect system operations manual and lithium assay package insert. Abbott field service identified the likely cause of the high lithium result to be an unknown substance around the cuvettes on the reaction carousel of the architect c8000 analyzer. Abbott field service cleaned the cuvette segments to address this probable source of contamination. Abbott field service also optimized the system by verifying the alignment of the sample and reagent probes, replacing the cuvette drying tip as a precaution, and replacing cuvette washer nozzles 1 and 2 which were bent. In addition, abbott field service corrected the lithium assay high linearity parameter from 3.52 to 0.174 as configured in the lithium assay package insert to accommodate lithium's standard 1:20 sample dilution. With this change, a lithium concentration exceeding the dynamic or linear range will generate a result flagged > 3.52 mmol/l. A review of complaint and internal information did not identify any related product performance issues. The architect system operations manual and lithium assay package insert provide adequate information with regard to specimen handling, required maintenance, component replacement, and troubleshooting the reported issue. No malfunction and no deficiency was identified.

Event description:
The account generated an elevated lithium of 6.1 mmol/l on a sample that repeated 1.3 and 1.3 mmol/l on the architect c8000 analyzer . The patient was sent to another laboratory which generated lithium with an unknown method of 1.2 mmol/l. The account uses a normal range for lithium of 0.6 to 1.2 mmol/l. No impact to patient management was reported.